Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had motor error alarm. Insulin pump had no delivery alarm. Customer stated that the act button was harder to press. Insulin pump rejected new batteries. Insulin pump was slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm, no prime or fill anomaly, no failed battery test alarm, no rewind anomaly and no excessive no delivery alarm during test noted. Motor passed motor test. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.